Event description:
Pt was revised to address infection and a femur fracture which occurred during surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications did not reveal any related deviations or anomalies. It has been reported that the femoral fracture occurred when explanting a competitor manufactured device. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.